Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spike of a clearlink system non dehp solution set "fell out" of an exactamix 2000 ml eva tpn bag. The event occurred during priming; therefore, there was not patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional test including pressure test and clear passage test was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.